Event description:
It was reported that a patient stated they had accidentally snapped the luer connector near the cartridge chamber. Using the remaining portion of the broken connector, the agent instructed the patient on how to loosen the stuck connector. The patient was able to unlock the connector but was unable to remove the cartridge. The patient then indicated they no longer needed assistance and would attempt to resolve the issue independently, with an invitation to call back if further help was required. Blood glucose levels were not affected. The reported lot number was 30048. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.